Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the electrical control unit (ecu) of the small battery drive device was damaged and the device would not run, and the device had a sticky trigger. Therefore, the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the electrical control unit (ecu) of the small battery drive device was damaged and the device would not run, and the motor was worn. It was noted that the control unit was defective and the motor idle current was too high. It was further determined that the device failed pretest for check triggers, check the oscillation/forward/reverse mode function, and check power with test bench. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.